Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that vapr didn't work during a shoulder arthroscopy. It didn't work from the beginning, no activity at all. The complaint device was received and evaluated in juarez laboratory. Visual inspections revealed signs of activation in the tip and saline residues into the suction tube. No visual damaged found in the shaft and cord. The electrode was working during ablate and coagulate test using the buttons and footswitch. The suction test could not be performed; therefore, the electrode was sent to gyrus for further investigation. The vapr tripolar 90 suction elect was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received by customer. The visual inspection revealed that device was not returned in the original packaging. There is tissue debris visible in the tip suction port. The suction tubes show signs of saline residue. Finally, no visible damage on shaft, handle and cable. The electrical test was performed, and no anomalies were found. During the functional test, the flow test passed, and the electrode was working smoothly. A DHR review has been performed for the complaint device lot number u2005071; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No correction action as been implemented. From our investigation the customers claim the device didn't work could not be confirmed as the device successfully passed both electrical and functional tests. The device also passed flow test. The device was found to meet the manufacturers specification therefore, no further investigation is required. It may be possible that there was a fault elsewhere within the electrical surgical system or a connection/user issue however this cannot be confirmed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the electrode device did not work from the beginning. During in-house engineering evaluation, it was determined that there were tissue debris visible in the tip suction port and the suction tubes showed signs of saline residue. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.